Manufacturer narrative:
Actual device is not returned. However, an evaluation is done based on historical data. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. Root cause of the issue of with the power switch button could not be determined. To improve the durability of the power switch against the damage/breakage, the design change was performed. The devices improved in durability were shipped after november 18, 2013. It is unknown whether or not the design change upgrade was performed for the power switch of the device. Instructions for use (IFU) include the following: malfunction in the power switch before each procedure, inspect the device as instructed below. Should any irregularity be observed, do not use the device and see ¿troubleshooting¿. If the device with any irregularity is used, the device may malfunction or be damaged, and an electric shock and/or burns can result."

Manufacturer narrative:
This report is being supplemented to provide additional information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information on the device evaluation. The probable cause of the failure is that the power switch might have been damaged due to age deterioration and the repeated use of the device in light of the fact that seven years have passed since the device was manufactured.

Manufacturer narrative:
There is no additional information for this event available yet. Event date is not known. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, there was an issue with the power switch button. There was no reported patient involvement.